Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the device was returned with the stent dislodged and resting 3mm over the distal edge of the distal markerband. Struts rows were raised at the distal section of the stent. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was flared. The hypotube was kinked 35mm distal to the catheter strain relief. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was initially reported that this complaint was reportable based on analysis completed on (B)(6) 2011, however the correct date is (B)(6) 2011.

Event description:
Same case as MDR ID: 2134265-2011-02589. This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent would not cross the lesion. The target lesion being treated was located in the severely calcified and tortuous left main coronary artery (lmca). A 12x2.25mm taxus liberte stent delivery system (sds) was advanced to the lesion and was unable to cross the left main lesion. A 16x2.25mm taxus liberte sds was advanced to the lmca and was also unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage and stent dislodgement.